Manufacturer narrative:
Investigation to determine cause of incident is on-going. No conclusion can be drawn from the information received. Visit of customer for observation is to be scheduled.

Event description:
The film of the expansion chamber on the protector did not inflate, pressure built in the vial and the protector came off the vial. A fine, misty spray of 5fu went on to the user's chin and neck. No patient/user injury.